Event description:
It was reported that patient had metal on metal pinnacle. The stem was loose. The loosening interface was non-cemented. There was a surgical delay of two hours. Doi: 2010 dor: (B)(6) 2024 affected side: right hip

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that patient had metal on metal pinnacle. The stem was loose. The loosening interface was non-cemented. There was a surgical delay of two hours. Doi: 2010 / dor: (B)(6) 2024 / affected side: right hip. The product was not returned to depuy synthes, however a photo was provided for review. See attachment "(B)(4) device photo ad (B)(6) 2024". The photograph attached was reviewed, however it does not represent the reported complaint condition. Only two (2) femoral heads and what appears to be three (3) acetabular liners can be seen on the evidence provided. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.